Event description:
Related manufacturer report number: 3006705815-2023-04832. It was reported the patient experienced loss of stimulation due to high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue. Additionally, a clear fracture was visible after removal.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.